Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices(see b5) and the device evaluation. A visual inspection of the device was completed in the "as received¿ condition and was unable to find any signs of foreign material/substance/stain inside the biopsy channel, biopsy port, and suction port/channel when inspected with an olympus borescope. However, there are multiple deep scratches and tears at the distal end of the biopsy channel. In addition, the insertion tube, distal end, bending section cover, and all components on the distal end were free of any foreign debris. The bending section cover glue on both ends was discolored, and glue located at the bending section side was slightly lifted round the edges. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the customer which confirmed there were no devices used for a procedure after the event. The device was reprocessed after confirmation of a positive culture and the scope was returned to olympus. The scope was not etq sterilized. It was not provided whether the precleaning was delayed after the procedure. The scope was reprocessed on (B)(6) 2022 and (B)(6) 2022. Water was not aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent solution used was prolystica. It is unable to be confirmed what areas of the scope were brushed. It is unknown whether the forcep elevator was brushed/flushed. The date that the last reprocessing in-service was conducted by an olympus endoscopy support specialist was on (B)(6) 2022. There has been a change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. The endoscope is being stored in a scope cabinet. The model of the aer was not provided. The detergent solution and disinfectant used was rapicide. All channels were connected with tubes when the endoscope was connected to the aer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the dispatched visit performed by the endoscopy support specialist (ess). Ess observed leak testing, manual cleaning, automatic endoscope reprocessing (aer) and repair reduction evaluation. The customer uses the scope buddy for flushing during manual cleaning. If additional information becomes available at a later date, this report will be supplemented.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the exact cause of the positive culture, the investigation determined the most likely cause was a deviation to the instructions for use (IFU) as the information provided from the customer indicated that the reprocessing was not performed in accordance to the IFU (the user was not suctioning water for biopsy channel or suction channel). Despite repeated attempts, olympus was unable to obtain the results of the laboratory analysis. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the evis exera iii gastrointestinal videoscope, tested positive for an unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results and third-party confirmation testing has not been performed. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.